Event description:
It was reported that following a successfully completed pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced ocular migraines. A CT scan of the patient's head was performed, and a stroke was ruled out. The patient's ophthalmologist diagnosed her with ocular migraines. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the devices were discarded following the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.